Manufacturer narrative:
(B)(4). There was no alleged malfunction against the device. The complaint states that the patient was hospitalzed for heart surgery, unspecified. It should be noted that diabetes mellitus is a common cause of heart disease.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported that he was hospitalized for surgery for approximately one month, for blood clots in his heart. Patient was not wearing dexcom equipment during his hospitalization, but plans to wear it again after discharge. Additionally, patient reported dexcom system was working very well. At the time of contact, patient reported current condition as good. No additional event or patient information is available.